Manufacturer narrative:
The customer¿s report of broken tubing was confirmed. Visual inspection of the set noted that the silicone segment was separated from the upper fitment. The retainer ring was received with the set. No signs of physical damage were found on the upper fitment or retainer ring. Dimensional testing was performed and all parts were found to be well within the required specifications. The root cause of the customer¿s report of broken tubing was determined to be due to the ballooned segment causing the retainer ring to pop off. The cause of the ballooned segment is unknown.

Event description:
The customer reported that an IV pump was alarming ail or occlusion. When the rn opened the pump door she noticed a bulge (ballooning) in the tubing. When she removed the tubing it broke. No patient harm was reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that IV tubing either had a broken port or a leaking port or ballooning. Specific event information was enclosed in the container shipped by the customer and has not been received yet so full details of the event are unknown. No patient harm reported.